Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was tight and the 2-way stop cock was open. There was a gap between the atraumatic tip and the distal end of the outer catheter of 1mm. The stent graft was in place and not released. No other anomalies were noted. Functional/performance evaluation: functional testing could not be performed due to poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image review: two fluoroscopic images were reviewed. An incomplete balloon inflation is seen in a forearm loop a-v graft and another image demonstrates a stent/stent graft implanted in the axillary vein. No real-time fluoroscopic images were provided of the stent graft deployment. Based on the images provided, failure of the stent graft to deploy cannot be confirmed. Photo review: one photo was received. The photo shows the outer packaging for two flair endovascular stent grafts, 70mm. The packaging at the top of the photo indicates lot number anxe1466 and catalog number fas08070. The packaging at the bottom of the photo indicates lot number anxe1147 and catalog number fas08070. Based on the photo reviewed, failure of the stent graft to deploy cannot be confirmed. Conclusion: based on the images provided, failure of the stent graft to deploy cannot be confirmed. However, the investigation is confirmed for deployment failure based on the condition of the returned sample, as the stent graft was still in place in the delivery system and the metal rod connecting to the hand grip was severely bent. The investigation is unconfirmed for a broken handle. It is likely that manipulation of the delivery system during the attempt to deploy the stent graft or during the removal of the delivery system from the patient resulted in the returned sample condition. Therefore, it is likely that procedural issues have contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the attempt to place a stent graft in an axillary vein stenosis via a forearm loop a-v graft, the stent graft could not be deployed and additional force was used until the delivery handle broke. The stent graft system was removed in its entirety and a new stent graft was deployed successfully. There was no reported patient injury.